Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was disabled and required maintenance. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had indicated that it required maintenance. The field service engineer (fse) found that there were no lights on the power management controller board or the drawer controller for drawers 5.1 and 5.2. The fse replaced the three boards, and all functions returned to normal. The drawers were detected and working properly in the medication application. A proactive inspection was performed on the station. The system functioned as intended after the field service engineer repaired the device.